Event description:
The device was used during a gastric bypass. Reportedly, the staples did not form properly, the instrument did not cut, and the staple line was incomplete. The hosp has reported no pt injury occurred.